Event description:
Reportedly, on (B)(6) 2019, replacement surgery was performed for the subject pacemaker due to battery depletion. To remove the connected ventricular lead, a torque wrench was inserted into the ventricular side insertion slot and rotated 3-4 times, but the setscrew did not rotate and the ventricular lead was pulled. As a result, the tip electrode of the lead connector remained in the ventricular port of the pacemaker, and the ventricular lead was removed from the pacemaker. When the setscrew was further rotated, the tip of the torque wrench was broken. The damaged ventricular lead was placed in the body with the connector covered with a cap. A new single-chamber pacemaker was implanted, connected to the atrial lead that was being used, and the replacement operation was completed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2019, replacement surgery was performed for the subject pacemaker due to battery depletion. To remove the connected ventricular lead, a torque wrench was inserted into the ventricular side insertion slot and rotated 3-4 times, but the setscrew did not rotate and the ventricular lead was pulled. As a result, the tip electrode of the lead connector remained in the ventricular port of the pacemaker, and the ventricular lead was removed from the pacemaker. When the setscrew was further rotated, the tip of the torque wrench was broken. The damaged ventricular lead was placed in the body with the connector covered with a cap. A new single-chamber pacemaker was implanted, connected to the atrial lead that was being used, and the replacement operation was completed.